Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. The ins was received with no telemetry and no output. Telemetry was restored after a short passive mode recharge. After fully recharging the ins, it passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 09100-60 lot# serial#(B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 09100-60 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 37083 lot# unknown serial# implanted: (B)(6) explanted: (B)(6) product type extension product ID 37083 lot# unknown serial# implanted: (B)(6) explanted: (B)(6) product type extension product ID 37083 lot# unknown serial# implanted: (B)(6) explanted: (B)(6) product type extension product ID 37083 lot# unknown serial# implanted: (B)(6) explanted: (B)(6) product type extension h3: analysis of the extension 1 (s/n: unknown) found the extension body was cut through/product segmented. Analysis of the extension 2 (s/n: unknown) found the extension body was cut through/product segmented. Analysis of the ins (s/n: (B)(6) ) found the device was functionally okay with insignificant anomalies. H6: fdc 67 and fdr 213 pertain to the ins (s/n: (B)(6) ). Fdm 10 pertains to the extension 1 (s/n: unknown), extension 2 (s/n: unknown), and ins (s/n: (B)(6) ). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 09100-60, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 37083; lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension; product ID: 37083, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-apr-2021, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a system never worked to control symptoms. There was a report of a lead fracture. Factors that may have led or contributed to the issue remain unknown. Interventions taken to resolve the issue was an explant without replacement. A surgical observation showed a lead break on (B)(6) 2019. During the procedure to remove the system, the leads were difficult to remove due to scarring. It was impossible to thread the liberator locking stylet through the lead as could not be negotiated around the curve of the occiput. With a gentle tug, the leads were removed but the plastic tip of the right sided lead and metallic distal +1 additional electrode left insitu as broke off. The issue was resolved on (B)(6) 2019 and surgical intervention occurred. Relevant medical history includes chronic cluster headache and neuropathic pain. Additional information received reported that the doctor informed the patient that there was a 50% chance of a 50% reduction in their pain and it did not work for them. The lead fracture was due to being unable to get the stylet through the lead so they had to be pulled a bit. The device is now removed and not stated that it would be returned for analysis.